Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per fsr, during release testing the batteries dropped to 11.8313 amp hours (ah) at the end of five minutes. The unit remained operating during the whole test. The batteries were last replaced (B)(6) 2016. New batteries were installed. The unit operated to the manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) observed the batteries to measure 13.0 volts direct current (vdc) and 12.5 vdc. Conductance measurements were 519 siemens (s) and 412 s respectively. Typically both batteries of a pair, will have voltage and conductance readings more closely matched. The large difference between battery measurements indicates internal degradation of at least one of the batteries and is consistent with lack of proper battery maintenance. A battery with internal degradation will not accept full charge and therefore may not provide full battery backup. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during a notice of field correction (nfc), the batteries failed release testing. There was no patient involvement.